Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Approximately 8 months post implant of a 23 mm sapien 3 valve in the aortic position, the valve was explanted. The patient had increased gradients across the tavr valve.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation after being explanted from the patient and stored inside the jar with solution. During preliminary engineering evaluations it was observed: the frame was compressed and heavily distorted (considered likely due to device explant), host tissue/pannus growth was observed around the frame at both inflow and outflow sides of the valve, multiple struts were exposed (considered likely due to frame distortion and device explant). The frame was x-rayed and no cracks were observed. No other abnormalities were observed.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. Upon visual analysis it was observed: the frame was compressed and heavily distorted (considered likely due to device explant), host tissue/pannus growth was observed around the frame and at both inflow and outflow sides of the valve, multiple struts were exposed (considered likely due to frame distortion and device explant). The frame was x-rayed and no cracks were observed. No other abnormalities were observed. Due to the returned condition of the valve (frame distorted/compressed), no functional or dimensional testing was able to be performed. Manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. The adequacy of thv valve coaptation and valve appearance are 100 percent inspected before and after valve holder attachment. Additionally, prior to final packaging, 100 percent visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. As reported, approximately 8 months post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with increased gradients across the valve. The growth of host/pannus tissue on the valve (inflow, outflow, and around the frame) may have impaired the valve performance, leading to the elevated gradients as reported in this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, the exact root cause of the formation of the host/pannus tissue was unknown. Based on the visual observation of returned sample, the complaint of ¿valve ¿ host tissue, pannus¿ was confirmed, but no manufacturing non-conformities were identified during evaluation. The exact root cause of the formation of the host/pannus tissue was unknown. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the november 2017 control limits for applicable trend category. Therefore, no corrective or preventative action is required at this time. Since no product non-conformances or labeling/IFU deficiencies were identified, a fmea assessment is not required.